Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the sd card was defective. The cause of the resets is the defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.